Event description:
Medtronic received a report that the solitaire fr was found damaged, resistance occurred with the react-71 microcatheter and the patient was found to have small bleeding and contrast extravasation. The patient was undergoing surgery for treatment of an ischemic stroke located in the internal carotid artery c7. It was noted the patient's vessel tortuosity was moderate. The patient's mrs baseline score was 1 and post procedure was 5. The patient's baseline nihss score was 33 and post procedure was 33. The patient's baseline tici score was 0 and post procedure was 3a. Intravenous tissue plasminogen activator (tpa) was not contraindicated. There were 2 passes made with the device. Stroke onset to reperfusion time was 4.5 hours. It was reported that the under local anesthesia, the whole brain angiography was performed first through the 8f sheath of the right femoral artery. The patient was type 2, and the further place from left internal carotid artery c7 segment was not visualized. The angiography of the left internal carotid artery from the beginning to the t bifurcation was slow. The patient's current neurological deficit symptoms were progressively aggravated, which was considered to be caused by vascular occlusion. There were indications for surgery. After communicating with the patient's family and informing them of the relevant risks and costs, the patient's family agreed to the operation and bear the relevant risks. Under systemic heparinization, the 8f guide catheter (guide catheter 588842p) was first placed at the end of the left common carotid artery, and the microcatheter (tjnc16p1 us), micro-guidewire (neurovascular guidewire tain-cki-300) and guiding catheter (disposable intracranial thrombus aspiration catheter react-71) were coaxially delivered to the end of the left internal carotid artery. After the middle catheter fully contacted the thrombus, the microcatheter and micro-guidewire were withdrawn, and then the aspiration was performed to extract several dark brown thrombi. Immediately afterwards, angiography was performed, and part of the anterior cerebral artery was visualized. So, the above steps were repeated again, and the micro-guidewire and microcatheter were passed through the occluded blood vessels. After the micro-guidewire was withdrawn, angiography was performed in the microcatheter, and thrombi were found at the t bifurcation and the starting part of the upper trunk of the left middle cerebral artery m2. Therefore, the micro-guidewire and microcatheter were then passed through the occluded part of the upper trunk of the w2 segment. Manual microcatheter angiography was performed, and it was confirmed that the microcatheter was in the true lumen, the micro-guidewire was deployed, the stent (intracranial thrombectomy stent sfr-4-20) was placed at the occluded blood vessel and the stent was deployed. The middle catheter was pushed forward to the proximal end of the stent under the stent dislocation. Th e microcatheter was pushed forward, and the thrombus was clamped with a clamp for 2 minutes, thrombus was performed aspiration combined with pulling, no thrombus was pulled out and the end of the thrombectomy stent was deformed. So, the angiography was performed immediately, and it was found that there were still thrombi at the t bifurcation and the beginning of the left middle cerebral artery w2. The intracranial thrombectomy stent (ais4025) was replaced and the above steps were repeated. The middle catheter was placed at the t bifurcation thrombus of the left middle cerebral artery and fully contacted with the thrombus, and then aspirated, a dark brown thrombus was aspirated out. Angiography was performed immediately, and it was found that the blood vessels at the 7 bifurcations were completely recanalized, and the thrombus at the distal end w2 at the starting part still existed. So, then the above steps were repeated again, and the micro-guidewire and microcatheter were placed in the occluded area of the v2 upper trunk vessel and passed through the occluded blood vessel. The micro-guidewire was withdrawn and angiography was performed, it was confirmed that the microcatheter was located in the true lumen of the blood vessel. The thrombus removal stent was placed at the thrombus, and meanwhile, the middle catheter was pushed forward to the proximal end of the stent. A dark brown thrombus was extracted by pulling, and then the angiography was performed immediately, the distal blood vessels were completely visualized, the forward blood flow reached grade iiia, the blood flow was smooth, and it was significantly improved compared with before. The operation was completed. Improved the frontal and lateral angiography, good visualization was shown of all blood vessels. Dynact improvement was performed immediately, it was found that a small amount of bleeding and contrast agent leakage in the left cerebral hemisphere. So, the anastomosis device (suture ex700) was used to anastomose the lower limb artery to stop bleeding and proper compression was applied. After stopping bleeding, the patient was returned to the ward safely. During the operation, the films were taken 130 times, 2 c-type arm fluoroscopy sessions were performed, and about 149 ml of iohexol injection was used during the operation. Due to the twisting of the blood vessels, it was difficult to deliver the micro-guidewire and stent through the microcatheter during the operation, a microcatheter was replaced (disposable interventional microcatheter tjmc16 pius). Dexmedetomidine sedation was used during the operation. It was reported there was stent damage found during the procedure. There was resistance encountered. The stent body and push guidewire were broken. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received reported that the resistance was in the middle of the catheter. The cause of the stent damage was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.